Manufacturer narrative:
The customer reported that after a server upgrade and restart, the central nurse station's (cns) settings changed completely. A nurse added that they had a missed alarm on their telemetry device due to the settings, and every time a patient was admitted, the settings were different and had to be manually changed. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: telemetry device model #: ni , serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na.

Event description:
The customer reported that after a server upgrade and restart, the central nurse station's (cns) settings changed completely. A nurse added that they had a missed alarm on their telemetry device due to the settings, and every time a patient was admitted, the settings were different and had to be manually changed. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that after a server upgrade and restart, the central nurse station's (cns) settings changed completely. A nurse added that they had a missed alarm on their telemetry device due to the settings, and every time a patient was admitted, the settings were different and had to be manually changed. No patient harm was reported. Investigation summary: clinical support reviewed the cns configuration with the customer. The facility did not have the original settings backup thumb drive provided at installation, preventing automatic restoration of prior configurations. After the server upgrade and reboot, the cns reverted to factory or unintended defaults, requiring reconstruction of all workflow-specific settings. Nk guided staff through identifying differences, adjusting settings, and copying them to defaults for consistent application. Because the configuration backup was missing and no device malfunction occurred, the root cause is loss of the original cns settings following a system update and reboot without an available settings backup. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: 09/25/2025 emailed the customer for the information in the ni list above: no reply was received. Attempt # 2: 09/29/2025 emailed the customer for the information in the ni list above: no reply was received. Attempt # 3: 09/30/2025 emailed the customer for the information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: telemetry device. Model #: ni . Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that after a server upgrade and restart, the central nurse station's (cns) settings changed completely. A nurse added that they had a missed alarm on their telemetry device due to the settings, and every time a patient was admitted, the settings were different and had to be manually changed. No patient harm was reported.